Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had a flipped bit inside the ram ware which the programmer is detecting as an error. The device can be fixed with a manual guided restore with a special programmer. Plan to fix device with this manual guided restore at the next follow up visit. The device is still in use. No patient complications were reported as a result of this event.